Event description:
Report indicated over infusion. Tag that was sent with the pump reads. "This pump is broken - infused too fast." No additional information is available at this time. Additional information from the account indicates the medication being delivered is suplimase primary bag of 100cc set up at 10cc/hr for 10hours infused in 5 hours. Writer spoke with account who states this is the second report from this floor (burn unit) with the same problem. The medication was to infuse over 10 hours but infused in 5 hours. No patient injury or medical intervention was reported.